Manufacturer narrative:
Technician found that the siderail would not stay up due to missing latch pin, installed new e-ring to resolve this issue. Bed found in ICU.

Event description:
Account alleges that the side rail will not latch. No injury reported.